Event description:
When the nurse on the outpatient unit removed the IV catheter, only the hub and part of the catheter came out. The pt was sent to radiology and surgery to remove the portion of the catheter that remained in the pt. The catheter was placed in the left wrist by the radial thumb area. The pt came in as an outpatient for a blood transfusion. No difficulties were encountered during insertion. The catheter was secured using tape. Infiltration was noticed.

Manufacturer narrative:
One used unit was received on 27 march 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: april 03, 2008.